Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer also reported that the display was blank. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display returned after troubleshooting. The customer reported that they received unexpected restart alarm. The customer was advised to clear the alarm. The customer had to reset time and date. The customer performed self test and the insulin pump passed. The customer called back to report that they received failed battery test alarm. The customer stated that the failed battery test alarm recurred with the replacement battery cap. The customer's blood glucose was 200 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. No blank display or unexpected audio/beep anomaly noted during testing. Unable to verify for alarms, failed battery test alarm, battery out off limit alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no button response. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. The motor had moisture damage.